Event description:
It was reported that the 9800 system locked up with a burning smell and charger failure error during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended, and put back into service.